Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator(ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient fell on (B)(6) 2020 and since then their symptoms had increased. It was noted that the patient did well after implant and was only having nocturia once a night with 1-2 incontinence episodes per day, but now they were having incontinence 6 times a day. It was stated that the patient was at 0.9v, and today they increased to where they started to feel stim, at 2.4v. Troubleshooting included running impedances, and when reviewing the report, the healthcare provider stated that it showed that system was "suspect" and that monopolar values were c-0 1416, c-1 1371, c-2 1371, c-3 1416 ohms but all bipolar pairs were greater than 4000 ohms. It was noted that the patient would have another appointment with their healthcare provider the following week, and imaging was recommended. No further patient complications are anticipated or expected as a result of this event.